Event description:
An angio-seal device appeared to be deployed successfully with no bleeding around the site. Approximately 2 hours later, the pt had episodes of hypotension and a palpable mass was identified above the femoral artery puncture site. Pt underwent urgent vascular surgery, at this time the device appeared to be deployed outside of the artery. It should be noted that this info was reported to the MFR by the medical devices agency and not by the user. The MFR confirmed the info with the medical devices agency on 1/24/2000. However, the info is very limited and co is unable to obtain additional info.